Event description:
It was reported that the patient had to seek medical attention for an unknown reason. The patient did not provide information about their symptoms, how they were treated or the duration of the hospitalization. According to the patient they forgot there back up supplies and did not have access to insulin which caused the medical event. Multiple follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.